Manufacturer narrative:
The field service engineer (fse) did not identify a cause for the issue. Instrument performance test results were within specification. Calibration was performed on (B)(6) 2021 and (B)(6) 2022 with acceptable results. Qc was acceptable. There was no indication of a performance issue with the reagent or instrument. Both samples were visually checked. No issues were identified for patient "sample 1"; patient "sample 2" appeared slightly icteric. Sample alarms were observed on the customer¿s alarm trace data. These alarms are indicators of possible poor sample quality. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg test system (hcg) on a cobas e 411 immunoassay analyzer. Patient "sample 2" initial result was 5.7 miu/ml. On (B)(6) 2022, the sample was repeated with a result of 762.9 miu/ml. On (B)(6) 2022 patient "sample 1" initial result was <0.5 miu/ml with a data flag. On (B)(6) 2022, the sample was repeated with a result of 2091 miu/ml. The initial results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct. The hcg reagent lot number was 52806500 with an expiration date of 30-jun-2022.